Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-100mg/dl fasting. Verified test strips expire 03/17/2018. Confirmed customer's test strips are being stored properly and opened vial date is 9/09/2015. Customer performed a back to back blood test 211mg/dl and 202mg/dl. Reviewed meter memory (B)(6). Customers concern:customers concern: 272mg/dl on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-100mg/dl fasting. Verified test strips expire 03/17/2018. Confirmed customer's test strips are being stored properly and opened vial date is 9/09/2015. Customer performed a back to back blood test 211mg/dl and 202mg/dl. Reviewed meter memory (B)(6). Customers concern:customers concern: 272mg/dl on (B)(6) 2015. No adverse event reported.